Event description:
On (B)(6) 2020, the lay-user/patient contacted lifescan (lfs) (B)(4), alleging that his onetouch verio iq meter read inaccurately high compared to another device (ambulance meter). The complaint was classified based on the customer care agent (cca) documentation. The patient reported that the alleged inaccuracy issue began between 4:30-5:00 am on an unspecified date, 3 weeks prior to contacting lfs. The patient reported obtaining blood glucose readings of "6.0 mmol/l" with the subject meter then "2.2 mmol/l" on the other device, performed more than 30 minutes apart. The patient stated that he manages his diabetes with oral medication (metformin 500 mg 1 pill in the morning, 2 pills at bedtime) and insulin (basaglar 24 units in the morning, 70-80 units at night). In response to the alleged issue, the patient claimed he ate an orange and kiwi fruit at around 8:30-9:30 am. The patient reported that at around 11:30 am, he started to "feel like fainting; like he was drunk." At around 1:30 pm, the patient claimed a neighbour was sent to check on him, as nobody could get hold of him. The patient claimed his spouse and the emergency medical services (ems) were then called for assistance and it was when they arrived at around 2:00 pm that his blood glucose tested "2.2 mmol/l" on the ambulance device. The patient claimed his spouse treated him with a peanut butter sandwich and a bottle of ginger ale as instructed by ems, and that after treatment his blood glucose re-tested "10.0 mmol/l" on the ambulance device. The patient informed the cca that he was then transported to hospital where he received further treatment of food (piece of cheese). The patient stated that when he was released from hospital at 7:00 pm, his blood glucose tested "5.7 mmol/l" on the hospital meter. At the time of troubleshooting, the cca confirmed the unit of measure was set correctly on the subject meter. The cca noted that an approved sample site was used for testing. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly received medical intervention for an acute low blood glucose excursion after the alleged meter inaccuracy began. The subject meter could not be ruled out as a cause or contributor to the event.